Manufacturer narrative:
Na the device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed anterior leaflet. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to trace. On (B)(6) 2025, an echocardiogram was performed and revealed that the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2025, a second mitraclip procedure was performed, and one clip was implanted, reducing mr to a grade of 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported single leaflet device attachment (slda). The reported recurrent mr was a cascading effect of the reported slda. Additionally, the reported patient effects of mitral regurgitation is a known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a